Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.5, hospital: 9.1. Time between testing was less than 24 hours. Pt was sent home from the doctor's office and later that day she didn't feel right. Her knee was swollen, she was experiencing chest pain, numbness in the leg, and had a nosebleed. Pt self tester went to the hospital and her inr was 9.1. A few days ago (date not given): inrato inr = 1.3; lab inr = 2.8. Time between testing was minutes. Blood was drawn for the lab immediately after the finger stick. Technical services to replace pts inratio meter.

Manufacturer narrative:
Investigation pending.